Event description:
It was reported that hours following implant, the patient experienced chest pain and phrenic nerve stimulation. Decreased sensing and loss of capture were observed. Perforation was found via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.